Event description:
Customer reportedly received a blood glucose result of 0 mg/dl, which is outside of the meter measurement range on the advantage system. The measurement range of the meter is 10-600 mg/dl. No action was taken based on device results. Adverse event unrelated to the malfunction. The customer did not provide the location where the discrepant results were obtained. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter serial number 81210043224, test strip lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the advantage meter.